Event description:
Boston scientific received information that this device system detected a low shock impedance measurement less than 20 ohms. The patient was brought in to the clinic for further evaluation. Isometric testing and pocket manipulation were performed. No out of range impedance measurements and no noise was observed. The patient was to be monitored with no intervention performed at this time. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.